Manufacturer narrative:
Section e: this event was reported by the sales representative. The healthcare facility is: (B)(6). Block h6: imdrf device code a0401 captures the reportable event of trip wire broken.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the angus during a hemorrhoid ligation procedure performed on (B)(6) 2025. During the procedure, the tripwire fractured and could no longer be used. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h2: additional information: blocks a1 (patient identifier), a4 (weight), b5 (describe event or problem), e1 (initial reporter), e2 (health professional?), e3 (occupation), d4 (lot number), h4 (device manufacture date) and h6 (device codes (1)) have been updated based on the additional information received on august 13, 2025. Block h6: imdrf device code a0401 captures the reportable event of trip wire broken.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during a hemorrhoid ligation procedure performed on (B)(6) 2025. During the procedure, the tripwire fractured and could no longer be used. There were no patient complications reported as a result of this event. Additional information received on august 13, 2025: it was confirmed that the procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device.